Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's tube would not stay inflated and then cuff leak was discovered. Patient required re-intubation and tube was exchange twice.